Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dyspnea patient presented in clinic for follow up. Upon review, the pulse generator exhibited backup vvi operation. A device download was performed successfully and device was working fine after the reset.